Event description:
It was reported that the t: slim x2 pump battery would not charge, and the issue began approximately two weeks ago. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, which did not resolve the issue. Consequently, the customer was informed that the pump could not be replaced as it was out of warranty. The customer acknowledged this and mentioned having a backup therapy with mdi. The customer had also received a new tandem mobi pump and was in the process of setting it up and completing training, resolving the issue.